Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
The distributor reported that pump buttons were sticking.